Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation with a degraded dso seal. Downstream occlusion test passed; no constant occlusion alarm observed during testing. But it was found that the date and time of the main board were not updating, confirming the customer's reported event. The root cause was the clock battery of the main board not working. As a result, the main board was replaced, along with the dso sensor, bezel, seal, and labels for preventative maintenance. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a constant occlusion alarm, and the battery memory was old. There was unknown patient involvement and unknown harm/adverse event reported.